Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was detected. The drug vial and IV bag are unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "leak" was confirmed. The root cause of the leaking unit is likely to be a suboptimal activation technique used at customer?s end. The needle protector was pierced during activation causing the vialmate unit to leak. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.